Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the issue has not been determined and no intervention has been performed at this time. The patient will continue to be monitored and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information provided from the field indicates the patient was later seen back in the clinic where one 31 joule commanded shock was delivered to test the system integrity. The shock was successful at converting the patient and the system remains implanted and in service. No additional adverse patient effects were reported.